Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
A patient in (B)(6) was admitted to the hospital overnight following a dialysis treatment which involved a polyflux 210 h dialyzer. Immediately upon initiation of treatment, the dialysis machine generated an alarm warning the user, the blood in the arterial chamber was low and required adjustment. Based upon the review of the data from the machine, the user reset the alarm without adjusting the blood level in the arterial chamber. Approximately 27 minutes into treatment, the patient complained of feeling faint with chest pain, dyspnea and the patient was cyanotic. Foam was observed in the venous chamber, venous line and arterial line. The nurse suspected the air ingression was between the arterial connection to the access catheter. The blood pump was stopped and treatment was immediately discontinued; the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 257 ml. The patient was administered oxygen and treatment was restarted and completed as intended. The patient felt better within an hour of the event but was admitted to the hospital overnight. The root cause of the air entering the extracorporeal circuit seems to be related to the operator not following the recommended procedure and overriding the alarm generated by the machine. The machine was inspected and operating within manufacturers¿ specification. The blood line and the dialyzer were discarded and not available for inspection.